Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post dialysis catheter placement, the clamps allegedly deformed the tube so that they cannot run with the desired blood flow, as the tube gets flat. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that some time post dialysis catheter placement, the clamps allegedly deformed the tube so that they cannot run with the desired blood flow, as the tube gets flat. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation, however, one electronic photo was provided for review. The photo shows the extension legs of glidepath dialysis catheter. Clamps in closed condition were noted on both the extension legs. Syringes were connected on hub of both the extension legs. Blood like fluid was noted inside both the extension legs. A kink was noted on the blue extension leg just distal to the crimp collar. The investigation is confirmed for the reported deformation issue as a kink was noted on the blue extension leg distal to the crimp collar in the provided photo. However, the investigation is inconclusive for the reported restricted flow rate issue as the provided photo is not sufficient enough to confirm/unconfirm the reported issue. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Device not returned.